Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be determined. Foreign matter may have remained because the reprocessing deviated from the instruction manual. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the gastrointestinal videoscope, the angulation was not enough and the insertion tube had a dent and was buckled. No patient harm was reported. The device was returned and evaluated, and the connecting tube had foreign objects and the control unit, the up/down knob, the right/left knob, the grip, and the protector of universal cord on control section side were dirty. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. Additional findings include the following: due to damage on the charged coupled device unit, the image has black and white dots; the adhesive on the bending section cover was detached; the image guide protector had a cut; the light guide lens had a discoloration and a crack; due to a burn on the light guide lens, illumination was uneven, the universal cord had a scratch; the play and the bending angle of the up/down/right/left knob was out of standard value due to wear of the ankle wire; the connecting tube had a dent and was buckling; due to slipping out of the light-guide bundle, illumination was poor; the grip had a dent; water tightness was lost due to deformation of the up/down knob; the up/down knob could not be locked securely due to deformation of the forceps elevator lever; the electrical contact of the video connector had a scratch; water removal ability did not meet the standard value due to deformation of the nozzle; the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover; the right/left knob cannot be locked securely due to deformation of the forceps elevator knob; the light guide connector was deformed; the video cable and video connector case both had a scratch; and the objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.